Event description:
It was reported that the programmer experienced an error during an interrogation. Another programmer was used to complete the interr ogation. The original programmer received troubleshooting and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)